Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Drill bit 2.0 tip broke off during total hip replacement surgery. Update 08/27/2015 email correspondence received from hospital contact stating, "unfortunately, the drill bit was not saved. We did not realize the bit had broken off until patient received post op xray 5 weeks later. The drill bit is in the soft tissue near the joint replacement in the patient."

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.